Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The reported device was received for evaluation; event was not confirmed during testing. Evaluation found no active leaking, external substance or component failures upon disassembly. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, in which the device was reportedly leaking. There was no patient involvement; no patient impact.